Event description:
Caller reported that a malfunction occurred on the pump, leading to the pump screen becoming dark and nonfunctional. There was no adverse impact on the customer's blood glucose level as a result of the issue. Technical support instructed the caller to plug the pump into a known working power source, resulting in the pump screen turning back on. However, due to the malfunction, it was decided to replace the pump. The customer was informed that they would receive a replacement pump with updated software and was guided on how to store and return the non-functional pump. The customer acknowledged instructions to program settings and connect their continuous glucose monitor to the new pump and agreed to use a backup therapy to ensure insulin delivery continued without interruption.